Event description:
Rptr is a 35-yr-old white female, gravida 0, status post bilateral mentor gel implants for augmentation in 8/88. Rptr complains of rt side getting firmer, lt side flattening, decrease in size of implants with no history of trauma, pain on rt, progressive systemic problems for 3 yrs, arthralgias (morning stiffness), myalgias, dysesthesias, swollem glands, night sweats, headaches, tmj problems, visual disturbances, dizzy spells, memory loss, oral sores, sensitive to sun, cold, odor, costochondritis, choking sensation, weight loss, easy bruising. Rptr is otherwise healthy.